Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery dropped from 50% to 5% after being connected to a power source. The battery gauge later jumped from 25% to 100% while not connected to a power source. The customer's blood glucose level was approximately 100 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.